Event description:
Information received regarding the device notes that the patient presented with an intrinsic heart rate of 40 bpm and no evidence of pacing. Attempts to interrogate the device were unsuccessful and there was no magnet response.